Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a hole in the balloon was noted. The lesion was located in a non-calcified and mildly tortuous unspecified coronary artery. The physician advanced the 2.5x20 mm apex monorail to the intended location and attempted to inflate the apex one time; however, the apex balloon was "unable to hold any atms." The physician removed the apex balloon catheter and noted a hole in the balloon. Another of the same device was used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "ok."

Manufacturer narrative:
Device evaluated by manufacturer: a microscopic examination of the balloon material identified a 1mm circumferential tear located approximately 8mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands did not reveal any issues that could have potentially contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a hole in the balloon was noted. The lesion was located in a non-calcified and mildly tortuous unspecified coronary artery. The physician advanced the 2.5x20 mm apex monorail to the intended location and attempted to inflate the apex one time, however, the apex balloon was 'unable to hold any atms'. The physician removed the apex balloon catheter and noted a hole in the balloon. Another of the same device was used to successfully complete the procedure. No patient complications were noted and the patient's status was reported as 'ok'.